Manufacturer narrative:
Concomitant medical devices: 407645 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient experienced syncope. It was also noted that the right ventricular (rv) lead exhibited oversensing with sensing integrity counter (sic). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.